Event description:
Caller reported that a malfunction occurred on the pump, with no notable events occurring prior to this issue. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.